Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mmx20mmx80cm (4f) sterling balloon catheter was advanced for dilatation. The balloon was inflated multiple times; however, it ruptured at 10 atmospheres. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.